Event description:
It was reported that the lead exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.8-8.1cm and 8.5-9.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The rv conductor etfe coating was abraded at 8.7cm from the distal tip.